Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device fails the battery insertion test. There was no negative patient impact.